Event description:
A customer reported mismatched results from their vitros 750 analyzer mismatched results might lead to inappropriate physician action, therefore the likelihood of an adverse patient outcome is not remote. There was no report of patient harm as a result of this event.